Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the cgm displayed a bg value of 147 mg/dl, while a fingerstick reading showed a low bg of 27 mg/dl. The patient made the report from the hospital. There was no documentation of the reversal of hypoglycemic shock, and the patient declined to provide additional details. The patient uses a tandem t: slim insulin pump, which was not operating in modified closed-loop mode at the time of the event. No further information was documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.